Event description:
Boston scientific crm received information that during a right ventricular (rv) lead repositioning for high pacing thresholds, the proximal df coil setscrew would not screw down. The physician tried several screw drivers. The implanting physician did not want to attempt the side-rotational technique to loosen the stuck setscrew. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All set screws moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.